Event description:
"He had no real cardiac cause for this event. Naturally being anti coagulated as he wasin the peri-operative period exacerbated his bleeding problem but this cannot be attributed to the device which was functioning normally." This cause of event was received on 9/9/96.